Event description:
The iab was inserted into the pt on 1/12/1998 at 12:02 p.m. And removed on 1/12/1998 at 9:00 p.m. The iab did not malfunction. The pt had major ischemia and removal of the iab was required. (Event complications: major ischemia/removal required -reported 1/15/1998. (Pt's current status: unk - rpt'd 1/15/1998.)